Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. Additional information indicated that this lead was extracted as per physicians' decision to help removing the fractured right ventricular (rv) lead. This lead will not be returned a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.